Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during routine generator change out. Electrical function of the lead was tested and observed with no anomalies detected. Lead was extracted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead fracture was also observed. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two segments. Externalized conductors due to internal insulation abrasion were noted at 7.5-13.0cm from the connector pin. Internal insulation abrasion was noted at 20.1-21.0cm from the connector pin.the right ventricular cable lumen was breached proximal to the right ventricular shocking coil while the etfe coating and inner coil lumen were intact at these locations. The reported field event of externalized conductors was confirmed but the reported field event of lead fracture was not confirmed.